Event description:
The patient((B)(6)) injected insulin subcutaneously. When withdrawing the insulin, the patient found that the scale of the bd syringe was inaccurate, resulting in an inaccurate insulin dose. After the discovery, the bd syringe was replaced, and the insulin was redrawn and injected into the patient. No adverse consequences occurred.call center confirmed on april 15 that the 0 mark was inaccurate. Compared with a normal syringe, there were 2 more marks, and the actual amount of liquid extracted would be more.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.